Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. Fse cleaned all tip and plunger clamps. The instrument was tested without further problem. Instrument is operating as expected.